Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zfx did not receive item zfx02hld28, gentek® hexalobular screwdriver, 28 mm. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number and risk management file (rmf). DHR could not be performed, as the lot number is not available. Zfx quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Complaint history review could not be performed for the reported lot number; therefore, the complaint history review was performed for the item number zfx02hld28 for similar events and 24 other complaints were identified (a part from this one), 5 from 2025, 14 from 2024 and 5 from 2023. Review completed utilizing keywords: category as reported , product problem code: dental : functional : fracture. Based on the investigation the root cause cannot be determined since the product was not returned .therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information or the product is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reported fracture of the tip of the hexalobular screwdriver when fitting an asc tibase at tooth site 46. Procedure completed.